Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded deviation or anomaly. There are warnings in the package insert that state that this type of event can occur. Under warnings, number 14 states, "postoperative bone fracture and pain."

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed due to a periprosthetic fracture. The head, stem, and liner were removed and replaced.